Event description:
Routine cath being done. 5r4 catheter became kinked in body. Dr attempted to unkink catheter- was unable to. When taking out of sheath, catheter broke at distal end of sheath. Catheter retreived with a gooseneck snare.